Manufacturer narrative:
(B)(4). The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation but has not yet been received. If the device is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with a cracked main body noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that cracks were observed on the tubing of a minicap transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.